Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the fractured provisional was discovered in an instrument tray. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction, there is no patient involvement.

Manufacturer narrative:
Cmp-(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated: the complaint is considered confirmed as the returned tasp was fractured. Visual examination concludes that the returned tasp exhibits signs of repeated use (nicked or gouged) and the dovetail feature is flared & compressed and is fractured on the medial side of post. Device history record (DHR) was reviewed for deviations and / or anomalies with no deviations / anomalies identified. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.